Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017: incorrect prep. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported device damaged by another (caused) was unable to be replicated in a testing environment as it is related to operational context of the procedure. The reported difficulty to remove and failure to advance could not be confirmed based on the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported the xience sierra was prepped prior to sheath removal. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use lists packaging removal (sheath removal)) to be performed prior to system preparation. In this case, it does not appear the instruction for use (IFU) deviation related to prepping the sds prior to sheath removal contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device met resistance during removal due to interaction with the previously deployed stent causing the reported difficulty to remove. Force was applied causing the reported stent dislodgement and device damaged by another (caused damage) with the patient effects of additional therapy/non-surgical treatment and removal of a foreign body. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017 (excessive force) was removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - excessive force and incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The first 2.5x33 xience sierra referenced in b5 and d11 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified and moderately tortuous proximal left anterior descending artery. A 2.5 x 33 mm xience sierra stent was implanted in the left main. Post-dilatation was performed with a 2.5 non-abbott balloon catheter, and an attempt was made to advance a 2.5 x 18 mm xience sierra stent delivery system (sds). However, it met resistance with the anatomy at the bifurcation. Therefore, an attempt was made to remove the sds, and it became caught with the implanted 2.5 x 33 mm xience sierra stent. Force was then applied and both stents became dislodged and were floating in the aorta. Therefore, a snare device was used to remove both stents and no foreign material was left in the patient. Another 2.5 x 33 mm and a 2.5 x 18 mm xience sierra stent were implanted to successfully complete the procedure. Reportedly, the first two xience sierra devices used were not prepped prior to removing the protective sheath/stylet removal. There was no adverse patient sequela reported. No additional information was provided.